Event description:
It was reported that the device's battery springs have corrosion build up. It is unknown if there was patient involvement.

Manufacturer narrative:
One device received for investigation. The customer reported event confirmed. Visual inspection found the battery compartment spring contacts has corrosion build up. Cleaned off battery compartment spring contacts. With further inspection the downstream occlusion (dso) seal was found to be loose. The downstream occlusion seal was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.